Event description:
It was reported that a user did not initially see glucose readings on the ilet pump after entering a new dexcom g7 sensor code, while the dexcom g7 mobile app was displaying readings; after returning to the pump home screen, readings appeared as expected following the sensor warmup countdown, and education on expected timing was provided. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included user interview and troubleshooting with education on sensor warmup completion and display behavior. Investigation of this case revealed that the device functioned as designed, with a transient display delay following sensor code entry and no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and timing of sensor activation rather than a device defect.